Manufacturer narrative:
The bilirubin direct gen.2 (doumas standardization) reagent lot number was 907677, and the expiration date was not provided. The bilirubin total gen.3 reagent lot number was 912579, and the expiration date was not provided. In the alarm trace report, there are several alarms for sample foam detection, sample clot detection, and sample short. These are consistent with poor pre-analytical handling. A field service engineer (fse) replaced the sample probe and performed adjustments on the sample probe and the reagent probe. The fse ran a hardware check, which failed. The fse then checked the cuvette rinse volume and found a drop of water on the blank nozzle. The valve for the blank water was replaced. The filling levels for the rinse volume were adjusted, a cell blank measurement was completed. A hardware check and a mechanism check were completed. Qc and calibration passed. There were no additional occurrences after the fse's actions were completed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable bilirubin direct gen.2 (doumas standardization) and bilirubin total gen.3 result from a serum sample with the cobas c 303 analytical unit for one patient. The initial sample did not result and was flagged for insufficient sampling and could not be processed. A new sample was requested, and the serum was still not enough; the sample was ran with low-volume serum. Initial bilirubin direct result on (B)(6) 2026 was 9.81 umol/l. 614so the result from a new sample was 5.28 umol/. The bilirubin total result was no result, accompanied by a data flag. The result from a new sample was 4.82 umol/l. The mother took the baby to another doctor for additional testing with an unspecified analyzer. The bilirubin direct result was 16 umol/l. The bilirubin total result was 285 umol/l.